Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 25 mcg/day) via an implantable infusion pump. It was reported that there was clear fluid leaking from spinal incision. It was determined that the incision did not close fully and the fluid was spinal fluid. There were no environmental/external/patient factors that may have led or contributed to the issue. The devices were explanted and would be re-inserted in approximately 6 weeks. The issue was resolved and the patient was alive no injury. It was noted that the devices were discarded of. No further complications have been reported as a result of this event.